Event description:
Pacemaker malfunction requiring explantation of old pacemaker and implantation of new device. The pt had atrial fibrillation with slow ventricular response/asystole, fractured right ventricular permanent pacemaker lead; occluded subclavian vein. The guidant model# 1174 vvi pacemaker generator was explanted and the guidant model #4269 right ventricular permanent pacemaker lead was freed up. Attempts at gentle retraction of the lead system were unsuccessful. The lead was capped with a silicone lead cap and secured in position with sutures. New pacemaker was implanted.